Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. The mother stated that the insulin pump alarmed no delivery when the customer attempted to give a bolus. Advised the caller to disconnect at the quick release and verified if there is no air in the tubing. The mother stated that the insulin did exit. The caller mentioned that the customer attempted to give 3.7 units of insulin before calling, but the device stopped at 1.1units, and once the insulin flowed through the tubing, the customer gave the difference and delivered without alarming no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.